Event description:
It was reported that during implant the physician was unable to engage the lead into the right ventricular port of the device due to issues with the set screw. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned, analyzed, and no anomalies were found. It was noted that the set screw was found in the connector bore. (B)(4).